Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer stated gas unit was displaying "gas device error" message. Investigation result: the root cause of reported issue was determined to be firmware related. An update is required to correct this issue. CAPA (B)(4) has been initiated. Additional device information: concomitant medical device information. Bedside monitor: model: bsm-9101a, sn: (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was displaying a gas device error. They replaced it with another gas unit and it functions fine.